Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and delamination.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported "valve delaminated from shell" via rga. This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported "valve delaminated from shell" via rga. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ delamination: not observed delamination of diaphragm valve however observed delamination of the plug strap disk shell . As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.